Event description:
On (B) (6) 2008, the patient underwent an endovascular procedure with four gore excluder aaa endoprostheses. On (B) (6) 2008, computed tomography showed a type ii endoleak at the l-1 lumbars and a distal type I endoleak in the right common iliac. On (B) (6) 2008, the patient underwent a reintervention where a gore excluder aaa endoprosthesis contralateral leg component was implanted. The patient tolerated the procedure. On (B) (6) 2008, computed tomography showed the distal type I endoleak to be resolved. The aneurysm size was stable. Measurements were not provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification. Please note additional devices implanted: pxt261414/(B) (4) and pxc201400/(B) (4).